Event description:
The customer reported that the insulin pump alarmed motor error while attempting to change the infusion sets. The blood glucose reading was 115mg/dl. Troubleshooting was performed and the customer was unable to rewind the device. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched screen, cracked display window corners, broken belt clip slot, cracked reservoir tube lip, and missing end cap sticker.